Event description:
The customer reported via phone call that he had issues with the threshold suspend not going off when the sensor read below 60 mg/dl. His sensor glucose reading was 60 mg/dl but his actual blood glucose level was 40 mg/dl. His blood and sensor glucose reading difference was not within an acceptable range. The customer noticed bent sensor cannulas on previous sensors. The serter sometimes pulled the sensor out of the his body when he pulled the serter away. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.